Event description:
It was reported that the pt passed away while connected to the ventilator. The pt had a mucus plug in the trach and the ventilator began alarming. The family did not ambu bag with o2 at the pt trach but attempted to bag the pt by mouth via the mask. The pt had a cuffed trach which was not deflated during bagging via mouth. The dealer stated the ventilator passed general testing.

Manufacturer narrative:
Na